Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated that he was hospitalized due to dka. The reported blood sugar reading was 251 mg/dl. The customer stated that the insulin pump alarmed motor error prior to his hospitalization. The customer stated that the insulin pump had not been exposed to MRI. Troubleshooting was performed and the programming was correct on the insulin pump. The insulin pump passed the prime, displacement and self-tests. The high pressure test was not performed.